Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a restenosis occurred. A taxus express2 2.75x32mm drug eluting stent was implanted in the distal right coronary artery in 2006. The pt was on plavix since then and presented 7 months later with an acute mi. The restenosis was ballooned with a 3.0x20mm maverick balloon. The pt was reported to be in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.